Event description:
An optometrist reported that a patient who underwent lasik was diagnosed with asymptomatic diffuse lamellar keratitis in the right eye, at the one day postoperative visit. The topical steroid drops were increased, to treat the event. Symptoms were noted to have resolved after steroid treatment.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).